Event description:
On (B)(6) 2012, it was reported that the vns patient is having his vns removed as the battery is dead and the patient's seizures are controlled. Clinic notes dated (B)(6) 2012 were received on (B)(6) 2012 from a vns treating physician. The clinic notes stated that the patient's atonic seizures became so severe that they elected to have corpus callosotomy performed after the vns failed to provide the desired results. The patient's settings have been maintained at settings of 25hz/250usec/off time=1.1.min/on time=30sec/magnet output=2.25ma. The patient's battery reached end of service more than 6 months ago and has stopped functioning according to the clinic notes. The vns could not be interrogated due to battery depletion. The patient's seizures are presently well controlled on depakote and lamictal. The clinic notes stated that the vns could be removed if the seizures remain well-controlled. A battery life calculation was performed which showed a negative amount of time remaining until near end of service. Attempts were made to the physician for further information but the only information received was that the patient had concerns that vns was not beneficial. No additional information was provided. The patient underwent generator explant on (B)(6) 2012. Attempts for product return are underway but the product has not been returned to the manufacturer for product analysis to date.